Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measured approximately 4.38mm x 8.70mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additionally, the instrument was found to have a detached intact jaw. The grip tip became dislodged as a result of the break in the molded insulator. The detached grip was not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire. The conductor wire broke at the distal end and became broken as a result of the break on the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have a bent main tube. The main tube was bent at the distal end of the distal main tube. There was no material missing as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. A review of the site's system logs revealed there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the tip of the fenestrated bipolar instrument broke, resulting in a fragment falling inside the patient. Pre-use inspection of the instrument showed no unusual findings, and there was no collision with other instruments or tools during the procedure. The fragment was successfully retrieved within the same procedure, which was completed as planned without any adverse impact on the patient. The cause of the breakage remains unknown.